Manufacturer narrative:
Concomitant products: d143 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the upper lead wire has to be turned off because it gives of false readings. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.